Event description:
The flixene graft was placed in (B)(6) male on (B)(6) 2010 for the purpose of hemodialysis access. The patient had been on hemodialysis for 9 years and had a co-morbidity of obstructive uropathy. Postoperatively, the patient had a continuous low grade fever and poor wound healing. The patient developed a cannulation hematoma around january or (B)(6) 2011. The hematoma site was evacuated and site sutured with prolene. The graft was used for dialysis access until (B)(6) 2011 at which time the graft was removed for fear of metastatic infection.

Manufacturer narrative:
After evaluating the 7-8 cm segment of explanted graft, more than 22 puncture holes were counted within 2 cm 2 section in the vicinity of the reported hematoma. A number of large holes were found in the graft wall. Two of the holes were measured to be 3.9mm x 1mm and 3.85mm x 1.5mm which is believed to be a strong contributor to the clinical complications observed in this case. Although separation of the graft outer layer from the middle layer and collection of blood between the layers is possible because of the number of puncture holes in such a small segment of the graft, it is difficult to assign an exact cause as this segment is but a portion of the overall length implanted. A lot review of the manufacturing and quality records for the grafts did not show any defects or issues with the products in question.